Event description:
Leaking 5-fu pump. Patient was connected to 5-fu bottle and went home. Patient then called after 1 hour to inform us that her 5-fu (chemo) is leaking in the port and 5-fu connection part where tubing are connected. Connections were checked by husband and said it was tight but it was leaking. Patient then advised to disconnect and take a shower and wash skin thoroughly. Skin was intact, no redness noted when patient came back. Home infusion informed and a new 5- fu bottle was sent. Patient connected to the new bottle and stayed for observation for 1 hour. FDA safety report ID# (B)(4).